Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 2019-12-28, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two hours post leadless implantable pulse generator (ipg) implant procedure, noted to have multiple deployments, the patient experienced cardiac tamponade with a decrease in blood pressure and a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to the intensive care unit (ICU). A perforation was suspected. The device remains in use. No further patient complications have been reported as a result of this event.